Event description:
Physician was attempting to use the device to treat a lesion of the biliary passage with approximately (B)(6) stenosis. The lesion exhibited moderate vessel calcification and slight tortuosity. Pre-dilatation was not performed. During operation, when the physician tried to deploy the stent, there was resistance. After the stent started to deploy, the resistance increased. The physician felt that he needed to stop the procedure. The stent was removed from the patient. It was replaced by another one of the same model to complete the operation. No patient injury was reported as a result of the event.

Manufacturer narrative:
The protégé gps self-expanding peripheral stent system was received for evaluation. No ancillary devices or cine images from the procedure were received for evaluation. It was noted while the protégé gps stent delivery system, (sds), was still in its opened transportation tray that part of the stent was exposed and flowered. It was noted that the distal tip of the sds was not visible. The distance between the deployment paddles of the received sds was approximately 86 mm (74.0 mm to 82.0 mm). The greater than expected distance between the paddles indicates that the distal tip of sds may have been pulled into the outer sheath. It was noted that the safety locking pin was loose. Back lighting was used to determine that the proximal hoops of the stent were not engaged with the stent retainer. The locations of the proximal end of the stent and retainer were marked on the outer sheath. The distance between the proximal hoops of the stent and the retainer is approximately 15 mm. Approximately 8 mm of stent was exposed. The exposed stent cells did not exhibit damage consistent with the device having been pulled through a hemostatic valve. The outer sheath in the area of the stent exhibited discoloration. The more proximal area of discoloration, approximately 27 mm proximal of the distal end of the outer sheath of the sds was examined: a crack in the outer sheath material was noted. An attempt was made to move the deployment paddles: pressure built up between the paddles and no advancement of the inner was made in either direction. It was decided to carry out some destructive testing. The sds was cut approximately 100 mm proximal of the distal end of the outer sheath. The cut was proximal of the stent retainer. After the cut the deployment paddles moved freely. The stent would not move. The distal assembly would not move. The crack in the outer sheath was skived on the side opposite of the crack. The skive-cut was made proximal to distal. After the skive-cut had reached the retainer the guidewire lumen was able to be removed from the outer sheath. The guidewire lumen exhibited accordion folding just distal of the retainer and the distal tip was not located within the outer sheath. It was determined that the distal tip was not returned with sds. The distal end of the guidewire lumen exhibited tensile stretching and necking down. Witness marks of stent interaction with the guidewire lumen were noted. The witness marks align with the outer sheath crack. The proximal end of the guidewire lumen would accept a 0.035¿ pin gauge. The distal end would only accept a 0.022¿ pin gauge. This shows that the sds inner distal assemble was stretched and necked down without a guidewire present. The skive-cut was continued until the stent was released. The stent was examined: no abnormality or deformity was noted. The outer sheath liner in the area of the crack was examined: no tears or groves were noted in the liner. The returned sds built up pressure during an attempt to deploy the stent. The returned sds exhibited a pre-deployed stent. Due to the distance between the deployment-paddles being greater than specification, the accordion folding observed, the stretching and necking down of the distal assembly inner guidewire lumen, and the distal tip of the sds not having returned it can be concluded that the returned sds distal assembly was pulled instead of being pinned. The damage to the distal inner assembly guidewire lumen indicates that a guidewire was not present when the accordion folding, stretching and necking down occurred. The location of the detached distal tip remains unknown. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.